Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a video-assisted thoracoscopic surgery with wedge resection, the staples had poor formation and did not placed to the tissue, and it remained in u-shape. It was also reported that the tissue was not a particularly thick. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that both reloads were fully fired. Staple pushers were visible at the zero cut line for both reloads. Functionally the reloads were loaded into a pmv representative instrument and were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.